Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation and patient wanted magnetic resonance imaging (MRI) procedure. The physician did not suspect device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.